Event description:
Technician alleged bed exit alarm does not work.

Manufacturer narrative:
Technician replaced bed exit pc board and bed exit tape switch assembly which were defective. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.